Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Mwr-20082019-0000504676, submitted for adverse event which occurred on (B)(6) 2011. Mwr-20082019-0000504677, submitted for adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to adhesions and hernia recurrence. Other procedure is captured under separate file. No additional information was provided.